Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery now alarm, low battery alarm, power loss alarm or missing segments/partial display noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
On (B)(6) 2018 15:58:28 (B)(6) ice batch user (batch_ice) phone: (B)(6) complaint: (B)(4) complaint status: in process mdt initial contact: (B)(6) taken by: (B)(6) mother of pt called with battery problems. Send new batteries and battery cap from office. Mother called back now for the reset. We reset the internal battery. Ten min reset. We placed new battery, we changed the battery cap. Advise mother to call back when problems occurred again. Pump needs to be replace than. During reconnect transmitter we lost 1 sensor. Send replacement sensor from eoc. Country: (B)(6) input date: (B)(6) 2018 warranty start: (B)(6)2015 warranty end: (B)(6) 2019 batch - ng1402534h.